Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bardex lubrisil foley catheter had an issue but the exact defect was unknown. Per additional information received on 28jul2021 the foley catheter balloon was in the patients cervix for induction and ruptured inside the uterus. When the catheter fell out the balloon was torn. It was noted that 30 cc were inflated into the balloon and no medical intervention was reported. It was unknown whether any missing pieces were left inside the patient.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿over inflation during use¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the bardex lubrisil foley catheter had an issue but the exact defect was unknown. Per additional information received on 28jul2021 the foley catheter balloon was in the patients cervix for induction and ruptured inside the uterus. When the catheter fell out the balloon was torn. It was noted that 30 cc were inflated into the balloon and no medical intervention was reported. It was unknown whether any missing pieces were left inside the patient.